Event description:
Reporter received the er1 message on two separate occasions. Reporter stated he did not retest as he was not experiencing any unusual symptoms. Reporter typically only tests twice a week. Reporter did not compare the confirmation dot with the color chart.